Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump errors. Customer's blood glucose value was unknown. The customer states that they were able to clear alarm. Customer was unable to complete insulin pump rewind. The customer was assisted in performing self test and it failed. The customer reported that fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms or pump error 15 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin trace at on the keypad assembly and pump error 15 alarm is found in the downloaded history files due to a software error.